Manufacturer narrative:
Analysis of the pump passed all testing in the laboratory and no anomalies were identified. Analysis of the sutureless connector (sc) 8780 catheter (sn: (B)(6) identified tearing in the cup of the connector. Visual inspection identified there was damage to the transition tubing. Analysis of the 8784 catheter (sn: n357691003) identified damage on the catheter body which is consistent with explant damage. The damage did not affect the performance of the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was unknown. It was reported that there was discomfort and redness at the pump site. The pump was close to eroding through skin. The pump was moved to the right abdomen. The pump segment was removed and the doctor placed a new 8784 catheter was connected to the patient's existing spinal segment. There was a blue-green discoloration on the catheter access port and the pump segment of the catheter and the healthcare professional (hcp) wasn¿t sure why. The issue was considered resolved at the time of report. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient's medical history was asked but was not made available. The status of the patient at the time of the event was "alive - no injury".

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4), implanted: (B)(6) 2014 explanted: (B)(6) 2023. Product type catheter pro duct ID 8784 lot# serial# (B)(4), implanted: (B)(6) 2014 explanted: (B)(6) 2023. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-oct-2015, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(4), ubd: 11-oct-2014, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.